Event description:
The customer is requesting assistance in obtaining retrospective data for a patient. The patient expired. There is no allegation of a device malfunction.

Manufacturer narrative:
(B)(4). The customer is requesting assistance in correcting the time stamp for retrospective data for a patient. The patient had expired. There is no allegation of a device malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.